Event description:
In 2009 patient reported her infusion device has failed to alarm twice when her insulin cartridge was lot and/or empty. Had her check the memory of the infusion device and she did find the a1 (cartridge low) and an e1 (cartridge empty). Patient stated there was also an e4 (occlusion) to confirm the cartridge was empty. Patient reported she must have confirmed them in her sleep or without thinking. She stated she typically has tbr's (temporary basal rates) programmed and must have confirmed those errors thinking that the tbr was empty. Patient reported that on these occasions her readings have been "hi" on her meter. She stated she also experienced extreme lows. She reported that usually her highs are a rebound from her lows. Patient reported she often experiences low readings as she is very sensitive to insulin. She stated she has spoken to her doctor about the erratic readings and the doctor suggested she eat more snacks throughout the day. Patient reported she uses a very minimal amount of insulin. Advised using partial cartridges to prevent prolonged exposure of her insulin. Patient reported she boluses to help bring the readings down. She said she is very sensitive to insulin. She stated that for two days prior to report of event she had two extreme lows that also caused her to go into convulsions. She said those were a rebound from the highs. She said others in her home helped her by putting chocolate candies in her mouth and by feeding her orange juice. She said she was convulsing and could not recall anything, nor did she know how low her readings dropped. Patient reported she took 8 units of insulin when she saw "hi" on her meter and 2 hours later it was in 400's mg/dl, then after a while the readings dropped to 116 mg/dl. She stated the next morning her readings dropped which is when she experienced the convulsions and was able to get her readings back up again only to repeat the convulsions the next morning. Assisted her with setting up her infusion device. Assisted her with the change the cartridge procedure; was able to prime the tubing successfully. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.